Event description:
During placement of a medtronic gem ii dr implantable defibrillator physician noted that the anchoring sleeve to the ventricular lead was not in it's normal position. Radiology found a 4x2mm foreign body lodged in the inferior branch of the left pulmonary artery. There was no evidence of thrombosis/clot, and the foreign body was retrieved via snare without further complications.

Event description:
Add'l info rec'd from MFR 3/21/02: follow-up with the risk mgr indicated the reported device was model 6944. MFR has no add'l info on the reported event other than when was contained in report. The device has not been returned for analysis. Without the return and analysis of the reported device, no conclusion can be drawn as to the reported event and device performance. MFR's alert date for this event is 2/26/02 which reflects the date they received letter and attachment. Follow-up with the user facility indicates the lead was not implanted and the device remains at their facility. Medtronic has requested the device be returned for analysis.